Event description:
It was reported that during a pneumonectomy procedure, the jaws were blocked after a firing sequence (which was performed properly). Nevertheless, the doctor was unable to release the jaws even when he executed the manual override. The incident occurred at the fifth or sixth firing of the device using a green reload cartridge in a pneumonectomy during the ligation of bronchus. The device was retracted along with the resected tissue of the lung. The operation was completed without need to take any other actions or use a same like product. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: you referred to the manual override, are you meaning the manual knife reverse switch (red butt on the side of the device)? Yes, the reference was about the knife reverse switch. The device was retracted, was the device cut out or pulled off the tissue? The device was dispatched from the field when the surgeon cut the infected part of the lung.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: you referred to the manual override, are you meaning the manual knife reverse switch (red butt on the side of the device)? Yes, the reference was about the knife reverse switch. The device was retracted, was the device cut out or pulled off the tissue? The device was dispatched from the field when the surgeon cut the infected part of the lung.

Event description:
It was reported that during a pneumonectomy procedure, the jaws were blocked after a firing sequence (which was performed properly). Nevertheless, the doctor was unable to release the jaws even when he executed the manual override. The incident occurred at the fifth or sixth firing of the device using a green reload cartridge in a pneumonectomy during the ligation of bronchus. The device was retracted along with the resected tissue of the lung. The operation was completed without need to take any other actions or use a same like product. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one sc45a device was returned in good visual condition and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition, the knife was not fully retracted, thus the device would not open. The knife was returned to the home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. Event could not be confirmed as the device opened and closed as intended.